Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lumbar pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), multiple allergies ("allergies"), adenomyosis ("adenomyosis"), sinusitis ("constant sinusitis"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), dizziness ("dizziness"), fatigue ("intense fatigue") and paraesthesia ("tingling"), 6 months 23 days after insertion of essure. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, genital haemorrhage, multiple allergies, adenomyosis, sinusitis, arthralgia, feeling abnormal, dizziness, fatigue and paraesthesia outcome was unknown. The reporter considered adenomyosis, arthralgia, back pain, dizziness, fatigue, feeling abnormal, genital haemorrhage, multiple allergies, paraesthesia and sinusitis to be related to essure. The reporter commented: events occurred for 12 years. Cause for the pain and allergies searched for in multiple examinations, it was in fact side effects related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: cause for the pain and allergies searched for in multiple examinations. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-sep-2020. The most recent information was received on 21-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lumbar pain') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), multiple allergies ("allergies"), adenomyosis ("adenomyosis"), chronic sinusitis ("constant sinusitis"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), dizziness ("dizziness"), fatigue ("intense fatigue") and paraesthesia ("tingling"), 6 months 23 days after insertion of essure. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, genital haemorrhage, multiple allergies, adenomyosis, chronic sinusitis, arthralgia, feeling abnormal, dizziness, fatigue and paraesthesia outcome was unknown. The reporter considered adenomyosis, arthralgia, back pain, chronic sinusitis, dizziness, fatigue, feeling abnormal, genital haemorrhage, multiple allergies and paraesthesia to be related to essure. The reporter commented: events occurred for 12 years. Cause for the pain and allergies searched for in multiple examinations, it was in fact side effects related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: cause for the pain and allergies searched for in multiple examinations. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.